Event description:
Pt reported to dr that their pca pump was malfunctioning. Four days earlier pt said when they pushed the delivery button the numbers went from 2 to 11. Pump discontinued. To biomed to be checked. Pt on pump with morphine for pain control. To ICU two days after malfunction.